Manufacturer narrative:
Clarification was received that the result of 64.8 mg/dl with a data flag was an additional repeat result for the same sample. A specific root cause could not be identified. An issue with the sample pipetting was suspected as the customer used 13 x 75 tubes without using the recommended rack adapter. The rack adapters keep the tube from tilting which can affect the accuracy of the sample pipetting. This is supported by the investigation of the reaction monitors provided. No further issues have been reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for tpuc3 total protein urine/csf gen.3 and crej2 creatinine jaffé gen.2 for one patient urine sample. The initial total protein result was <4.0 mg/dl with a data flag and the initial creatinine result was <4.20 mg/dl with a data flag. The sample was sent for protein electrophoresis and the total protein was tested at the other laboratory. Based on this result, the doctor questioned the initial results. The specific total protein result at the other laboratory was not provided. The original sample was repeated and the total protein result was >552 mg/dl and the creatinine result was 172.99 mg/dl. These results were believed to be correct and a corrected report was issued to the doctor. An additional total protein result of 64.8 mg/dl with a data flag was provided. Clarification of how this result related to the event was requested, but the information was not provided. The patient was not adversely affected. The total protein reagent lot number was 15975201 with an expiration date of 8/31/2017. The creatinine reagent lot number was 20319201 with an expiration date of 09/30/2018. The field service representative changed the nozzle tips, checked the water pressure, and ran a sample probe adjustment followed by a precision check. System diagnostics were performed without errors. Investigation of the provided reaction monitors found there was no sample in the reaction for the initial tests. This may have been due to a blocked probe, bubbles on the sample surface, or a misaligned sample cup/tube or sample probe.